Event description:
Country of complaint: (B)(6). Plate had to be removed due to probable allergic reaction to nickel present in the screw.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.